Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "paddle fault" message. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that testing of the device attributed the malfunction to the device's multi-function cable.